Event description:
It was reported that the patient's right ventricular leadless pacemaker (lp) exhibited low pacing impedance and an increase in capture threshold. Intermittent capture resulting in dizziness episodes were observed. The lp was explanted and replaced. The patient was stable.